Manufacturer narrative:
Follow-up # 2 ¿ (11/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/18/2013 and 10/28/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed on an unknown date/time she tested on the subject device and observed a reading of ¿187mg/dl¿ and within 30 minutes tested on her other meters, omipod and accuchek aviva and observed readings of "134 mg/dl" and "136 mg/dl" respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient claimed that on (B)(6) 2013, she tested her blood glucose on the subject meter in the evening at an unknown time and observed ¿a very high blood glucose result¿ but could not recall the result obtained. The patient reported that she usually tests her blood glucose 4-6 times per day and manages her diabetes with humalog insulin through pump therapy and adjusts her dose based on carbohydrates, most of the time. She reported that she administered between 1-1.5 units of humalog as per usual and took an additional 1-2 units of insulin in response to the alleged high result on that same evening. It is unclear if she retested with any other meters during this time. She claimed that the next morning she was experiencing symptoms of ¿sweating, shaking and heart racing¿ at an unknown time. The patient did not provide any details regarding tests performed during this time. The patient reportedly self-treated her symptoms that morning by drinking apple juice, laid down for an hour and felt better afterwards. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.